Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis of the wireless recharger (s/n: (B)(6)) found the led's scrolled continuously, device was unresponsive, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) battery indicator kept flashing and the patient was not able to charge the wr and dbs properly. The manufacturer representative (rep) suspected a hardware problem. Reset of the wr was performed several times but in vain. The rep also replaced the charging dock to the wr but the issue remained. Therefore, it should not be an issue with the charging dock. A replacement wr will be arranged. The issue was resolved.